Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, the surgeon fired the device, a strange sound was heard, however the firing was completed with no problem. The surgeon clamped the tissue and tried to fire the device, however could not. Replaced by a new handle and a new cartridge, the firing was completed with no problem. The status of the patient is no problem.